Event description:
On 2/23/2024 infutronix received a report that a pump was abruptly powering off. This would have led to a delay in therapy. Medication unknown. No patient harm reported.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no other complaints on this device. Analysis of the returned device was completed on 3/22/2024. The event log was reviewed, and it was confirmed that the pump abruptly powered off without an alert or alarm 13 ml's into a 17 ml infusion. During functional testing, the reported problem was not duplicated. The pump completed a 17 ml infusion without an abrupt power off taking place.